Manufacturer narrative:
Patient¿s initials are (B)(6). Patient¿s weight is unknown. Device was not implanted or explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: manufacturing location: (B)(4) - manufacturing date: september 18, 2014 - expiry date: september 1, 2024. The reported problem does not have any correlation to the sterilization process of this article. Article was manufactured in the us as: part number 04.008.001, lot 7607806. Mark two engineering manufactured the ti end cap t25 stardrive hindfoot arthrodesis nail, p/n 04.008.001 and lot 7607806. Initially, the part conformed to the supplier¿s certificate of conformance, dated (B)(4) 2014, and to the synthes final inspection sheet. The parts were released to the warehouse on (B)(4) 2014. There were no material record reports, non-conformance reports, or complaint related issues with this lot. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the locking screw did not fit the nail or the end cap during a patient procedure on (B)(6) 2015. The surgery was delayed by approximately 10 minutes. No reported patient harm ¿ patient is in good condition. This report is 1 of 3 for (B)(4).

Manufacturer narrative:
Additional narrative: a manufacturing investigation was conducted. The report indicates that due to an unknown cause, it was reported that the screw does not fit with the nail. All relevant parameters met specifications. Based on the evaluation, the complaint condition is unconfirmed and is not related to manufacturing processes or materials. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Art. No. 04.008.001s lot no. 9228440 manufacturing location: (B)(4); supplier: (B)(4); manufacturing date: 24. Oct 2014 expiration date: 01. Oct 2024, article was manufactured in the us as: art. No. 04.008.001 lot 7523053 DHR 04.008.001 ti end cap t25 stardrive hindfoot arthrodesis nail lot 7523053 comact-(B)(4) mark two engineering manufactured the ti end cap t25 stardrive hindfoot arthrodesis nail, p/n 04.008.001, and lot #7523053 on po #1598955, for (B)(4) pieces delivered january 6, 2014 and processed on work order #(B)(4). Initially, the part conformed to the supplier¿s certificate of conformance, dated december 30, 2013, and was inspected and conformed to the synthes final inspection sheet #(B)(4), revision ¿d¿. The parts were released to the warehouse on january 9, 2014. There were no mrr¿s, ncr¿s, or complaint related issues with this lot. The ti end cap t25 stardrive hindfoot arthrodesis nail was made to the synthes drawing p/n 04.008.001, revision ¿b¿, released on september 29, 2005. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.